Manufacturer narrative:
A partial lead with the connector pin measuring 11.1cm was returned for analysis. External insulation abrasion was noted at 8.4-8.5cm from the connector pin, consistent with lead friction to the device can. The etfe coating was intact at this location.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient was scheduled for a lead repositioning due to noise. Fluoroscopy revealed externalization. The lead was capped. The patient is doing fine.